Event description:
The customer reported via phone call that customer had high blood glucose level. Customer¿s high blood glucose was ranging from 375 mg/dl to 450 mg/dl at the time of incident. Customer treated high blood glucose with manual injection and bolus with insulin pump. Customer declined troubleshooting. Customer reported product was not adhering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.